Event description:
Report received of the device failing to alarm for air-in-line during preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use.